Manufacturer narrative:
Surgeon would not allow patient information to be provided. On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed. Software investigation has been completed. Findings are that based on the images provided, the registration technique was incorrect. Software is functioning as designed. A medtronic representative, following-up at the site, reported the site has been trained multiple times on proper registration technique. No further issues have been reported.

Event description:
A medtronic representative reported that while in a sphenoid sinus procedure, the surgeon alleged a 5mm inaccuracy during navigation. The surgeon was accurate earlier in the procedure. Noted was possible head frame movement. A second tracer registration was completed and a head strap was used, however, the adhesive pad was not used for either of the registrations. The second registration was deemed approximately 1mm inaccurate. Also noted was that there was a speculum in the patient's nose during the second registration and points could primarily be collected only on one side of the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.